Event description:
The reporter stated that reporter's parent did meter to lab comparison tests. Parent tested at home and had a meter reading of 200mg/dl. Parent went directly to lab, 5 minutes away, where a lab test was done. The lab test result was 95mg/dl. No symptoms were reported. On followup, the reporter stated that reporter had cleaned their parent's meter just prior to lab visit, and does so on a regular basis. Reporter described testing technique was accurate. Reporter stated that they did a control solution test earlier, and it fell within range. No harm was alleged.